Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), device dislocation ("migration of essure device") and pelvic pain ("persistent pelvic pain / pain") in an adult female patient who had essure (batch no. B34596) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos. Past adverse reactions to the above products included embedded device with iud nos. Concurrent conditions included cervical intraepithelial neoplasia iii. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and rash generalised ("rashes over all of the body"). The patient was treated with hydrocodone and surgery (hysteroscopy, dilation and curettage, endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, device dislocation, pelvic pain, vaginal haemorrhage, cystitis, urinary tract infection and rash generalised had not resolved. The reporter considered cystitis, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, rash generalised, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion procedure: both ostia were well visualized. Both the essure apparatus, one was placed on the left for coil being seen and one placed on the right. The patient tolerated the procedure well. She did not undergo an essure confirmation test (discrepant data - hysterisalpingogram result provided). Essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure; on an unknown date: device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, cystitis, urinary tract infection, rash generalised. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: lot number provided: b34596. Events added: vaginal bleeding, bladder infection, urinary tract infection, rashes over all of the body, migration of essure device, dysmenorrhea. It was reported that hysteroscopy, dilation and curettage, endometrial ablation was performed due to menorrhagia and dysmenorrhea. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), device expulsion ("migration of essure device /migration of essure device (location of device: uterus)") and pelvic pain ("persistent pelvic pain / pain") in an adult female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos. Past adverse reactions to the above products included embedded device with iud nos. Concurrent conditions included cervical intraepithelial neoplasia iii. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced rash generalised ("rashes over all of the body"). The patient was treated with hydrocodone, surgery (hysteroscopy, dilation and curettage, endometrial ablation), surgery (hysteroscopy, dilation and curettage, endometrial ablation) and surgery. Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, device expulsion, pelvic pain, vaginal haemorrhage, cystitis, urinary tract infection and rash generalised had not resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, cystitis, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, rash generalised, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion procedure: both ostia were well visualized. Both the essure apparatus, one was placed on the left for coil being seen and one placed on the right. The patient tolerated the procedure well. She did not undergo an essure confirmation test (discrepant data - hysterosalpingogram result provided). Essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure; on an unknown date: device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, cystitis, urinary tract infection, rash generalised. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), device expulsion ("migration of essure device /migration of essure device (location of device: uterus)") and pelvic pain ("persistent pelvic pain / pain") in an adult female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos. Past adverse reactions to the above products included embedded device with iud nos. Concurrent conditions included cervical intraepithelial neoplasia iii. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced rash generalised ("rashes over all of the body"). The patient was treated with hydrocodone, surgery (hysteroscopy, dilation and curettage, endometrial ablation) and surgery. Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, device expulsion, pelvic pain, vaginal haemorrhage, cystitis, urinary tract infection and rash generalised had not resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, cystitis, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, rash generalised, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion procedure: both ostia were well visualized. Both the essure apparatus, one was placed on the left for coil being seen and one placed on the right. The patient tolerated the procedure well. She did not undergo an essure confirmation test (discrepant data - hysterisalpingogram result provided). Essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure; on an unknown date: device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, cystitis, urinary tract infection, rash generalised. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: reporters details added. Event added as depression and mental anguish. Event "migration of essure device /migration of essure device (location of device: uterus)" pt updated from device dislocation to device expulsion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), device expulsion ("migration of essure device /migration of essure device (location of device: uterus)") and pelvic pain ("persistent pelvic pain / pain") in a 27-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos and mirena. Past adverse reactions to the above products included embedded device with iud nos. Concurrent conditions included cervical intraepithelial neoplasia iii. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen and phentermine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced rash generalised ("rashes over all of the body"). The patient was treated with hydrocodone surgery (hysteroscopy, dilation and curettage, endometrial ablation) and surgery. Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, device expulsion, pelvic pain, vaginal haemorrhage, cystitis, urinary tract infection and rash generalised had not resolved and the anxiety, depression, migraine, headache and weight increased outcome was unknown. The reporter considered anxiety, cystitis, depression, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, rash generalised, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion procedure: both ostia were well visualized. Both the essure apparatus, one was placed on the left for coil being seen and one placed on the right. The patient tolerated the procedure well. She did not undergo an essure confirmation test (discrepant data - hysterisalpingogram result provided). Essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure; on an unknown date: device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, cystitis, urinary tract infection, rash generalised. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: plaintiff fact sheet received. Events - migraine, weight gain and headache were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.